Event description:
It was reported that 4 weeks post-op the lens vaulted asymmetrically in the pt's left eye. Yag procedure successfully resolved the vault. According to surgeon, aggressive healing was the likely cause of the event and the prognosis was reported as "both lenses in proper position" and photorefractive keratectomy (prk) in left eye to treat astigmatism if pt desires. Refer to MDR 1313525-2015-00382 for right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.